Event description:
Customer reported that in diagnostic code showed several instances of error code message post timer/24v failure dating back to (B)(6) 2016 and proceeded by an error code message of a various combinations of 24v, +12v, -12v and power fail failures. There was no patient involvement reported.